Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the full lead found no anomalies. The full lead was returned and analyzed.

Event description:
It was reported that during the implant of the passive fixation atrial lead, there was positioning difficulties since the lead was undersensing the atrial fibrillation waves. The lead was removed and an active fixation lead was implanted. No patient complications were reported as a result of this event.